Manufacturer narrative:
The dialyzer used at the time of this event was discarded and not available for analysis. The lot number associated with the dialyzer was also not available. Distribution records for this customer, identified they received revaclear dialyzers from lots: c414122501, c414123101, c414125001, c414125101, c414125401 and c414126601. A review of the lot history records associated with these lots identified there were no non-conforming reports nor have there been reports of an association between the use of the dialyzers and headaches.

Event description:
A pt who began dialysis treatments less than one year ago frequently experienced headaches approximately 2-3 hrs into the treatment but not every treatment. The pt has a history of hypertension and at times there is a correlation with the headache and hypertension. Immediately following a dialysis treatment, the pt was admitted to the hosp and treated for pulmonary edema, diabetes and headache. The pt was hospitalized for several days and the cause of the headaches was not determined. The pt has continued dialysis with a different dialyzer and although the headaches have improved, he still occasionally experiences headaches during dialysis. Neither the phoenix machine nor the disposables used at the time of this event were inspected.